Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure on the day before. According to the complainant, approximately half-way through the procedure, the rtm temperature exceeded 42 degrees and the system shut down. After exchanging the prolieve catheter with another, they were able to complete the procedure. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.